Event description:
On (B)(6) 2010 an a neg pt was determined as o neg. Discrepancy was detected as result was transferred to host and compared with historic group. Repeat on same sample on same system gave a neg result. The wrong result was determined by tango optimo in abd confirmation assay. The cause is not known yet. The concerned samples were flagged by the system. The temperature in the lab was high, but no other sample showed a wrong result. All reagents used with the pt had been transferred to an other system and passed qc without any problem. The reagents had been used up so they couldn't be shipped for retesting.

Manufacturer narrative:
Bio-rad laboratories inc acquired the biotest medical diagnostics (B)(4) on january 6, 2010. The company name was changed to bio-rad medical diagnostics on march 23, 2010.